Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Clinical review: there is a temporal relationship between pd therapy utilizing the liberty select cycler with cycler set and the patient event of peritonitis. However, there is no documentation of a causal relationship between the peritonitis and utilization of the liberty select cycler and cycler set. Additionally, there is no allegation of a device malfunction or deficiency or cycler set defect reported for the additional peritonitis events. All pd patients are at risk for peritonitis due to a compromised immune system and dialysis techniques increasing the chance for microbial contamination. The majority of pd related peritonitis is caused by a breach in aseptic technique by the patient as they are handling the pd catheter connections or the pd catheter itself. Based on the available information and no allegation of a malfunction, deficiency or defect, the liberty select cycler and cycler set can be excluded as the cause of the patient¿s peritonitis. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported by a patient¿s peritoneal dialysis registered nurse (pdrn) that the had multiple peritonitis events in the past year. No specific information was provided. It is unknown how many additional peritonitis events occurred. Additional information was requested, however to date has not been provided.